Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the competitor's right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. The patient was brought in to the clinic and the impedance was 605 ohms. The health care professional (hcp) reported the patient had undergone a gastrointestinal (gi) procedure and boston scientific technical services (ts) discussed the test could be a potential source of electromagnetic interference (emi). The clinician stated there has been no noise seen on the lead and the sensing and pacing thresholds have been normal since the gi test. There were no changes made and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.